Event description:
The md applied a fixator for a distal radius fracture on 02/03/2000. On 02/28/2000 the pt returned to the md's office for a post-op visit. At that time the md noted the fixator was "loose". It was noted on x-ray that the pt had sustained a loss of reduction. A second surgery was performed to realign the fracture. The fixator was reapplied at that time.